Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging that the onetouch ultra2 meter was not powering on and reportedly developed symptoms afterwards. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient indicated that the power issue first occurred at 8atm (day before she contacted lfs). It is not known if the patient takes any diabetes medications and if she made any adjustments to her diabetes care regimen as a result of the power issue. At an unknown time after the power issue occurring, the patient developed "hyper" symptoms: specific symptoms were not noted. The patient was unable/unwilling to report if she received any form of treatment as a result of the power issue. According to the customer service representative (csr) documentation, the patient tried to retest and the results were "high", so the csr recommended the patient to call the hospital. It is unclear when the retest was performed and if the subject meter was used. The csr went through troubleshooting with the patient and noted that the power button turned the meter on; however, inserting a test strip would not turn the meter on. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly developed "hyper" symptoms after the power issue began. In addition, the power issue was unresolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.